Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was visually and functionally examined. The sample was slightly soiled and showed age-related marks of use. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to (B)(4) was performed. All measured values are within our specification. Inside the device the device a lots of dried fluid was found. However, this is not related to the reported error pattern. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). No sample was sent for examination. The service report is requested.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion.